Manufacturer narrative:
EXEMPTION NUMBER: E2015028. TOTAL NUMBER OF DEATH EVENTS BEING SUMMARIZED: 05.

Event description:
THIS EVENT IS BEING REPORTED AS PART OF A BULK DATA RELEASE PROVIDED TO MEDTRONIC AS PART OF THE SOCIETY FOR VASCULAR SURGERY - VASCULAR QUALITY INITIATIVE'S TEVAR DISSECTION SURVEILLANCE REGISTRY. THIS DATA HAS BEEN PROVIDED TO MEDTRONIC BY A THIRD PARTY ((B)(4)) AND IS LIMITED AND DE-IDENTIFIED.

Manufacturer narrative:
THIS REPORT IS FOLLOW-UP #1, IT WAS INADVERTENTLY SUBMITTED AS FOLLOW-UP #2 IN ERROR. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTION: PREVIOUS REPORT 2953200-2016-00099 (FOLLOW UP #001): DATE MFG REC'D WAS 2015-12-18. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;196617,,D,2014,Valiant,VAMC3232C100TU; VAMF3834C150TU; VAMF4040C200TU,C76126;245201,,D,2014,Valiant,VAMF3636C150TU; VAMF3030C150TU,C76126;254843,,D,2015,Valiant,VAMF3030C150TU; VAMF3228C150TU; VAMF3026C150TU,C76126;146696,,D,2014,Valiant Captivia,VAMF3434c200TU,C76126;195158,,D,2014,Valiant Captivia,VAMF4242c200TU; VAMC4238c150TU,C76126;220629,,D,2014,Valiant Captivia,VAMF3838c200TU; VAMC3834c150TU,C76126;229377,,D,2015,Valiant Captivia,VAMC2828c150TU; VAMF2828c100TU,C76126;243883,,D,2015,Valiant Captivia,VAMF2828c150TU,C76126